Manufacturer narrative:
The insulin pump received unable to perform the displacement due to broken or detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged at the drive support cap were drive support cap was sticking out. Customer¿s blood glucose level was 8.5 mmol/l. Customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.